Event description:
Patient states the pump has a "check" in the corner of the display, will not allow her to proceed to different screens. This required no physician or hosp intervention. Insulin injections were administered at home.